Event description:
It was reported that during implant the lead exhibited an anomaly, the procedure was stopped due to tracheal hemorrhage caused by the procedure. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics. No intervention was required